Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital for evaluation and continued use of the lifevest. Explanation of device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. H.4 device manufacture date: monitor (B)(4): 06/2012; electrode belt (B)(4): 08/2013. Additional inappropriate defibrillator narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a rertroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distribtor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2014. Motion artifact contributed to the false detection. The patient was reportedly conscious and in the bathroom at the time. The patient's husband was reportedly near the patient and went to her side after the treatment in which he stated he pressed the response buttons. Review of the downloaded data confirms that the response buttons were pressed after the event. The patient was taken to the hospital for further evaluation. The patient continued use of the lifevest.